Manufacturer narrative:
Product analysis: product# 9560528 lot# gz14g009 analysis information from service report confirmed the damage. Root cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility via a manufacturer representative regarding a micropituitary used for spinal therapy. It was reported that intra-operatively, the micropituitary was damaged and broke. Pre-op diagnosis was lumbar disc herniation. Procedure performed was med. The product did not come in contact with patient. There were no patient symptoms or complications as a result of the event.